Event description:
Boston scientific crm received information that during a normal follow up, it was noted that this left ventricular (lv) lead presented with pacing impedance measurements greater than 2000 ohms. In addition, the sensing had decreased from 8.2 to 3.3 mvolts. No adverse patient effects were reported. The physician sent printouts to boston scientific technical services (ts) for evaluation. A ts representative reviewed the printouts and discussed that a micro-dislodgment of this lv lead is suspected. It was suggested to try other pacing configurations in order to decrease the threshold and other sensing configurations to improve sensing. The lv lead remained implanted and in service.

Manufacturer narrative:
During a normal patient follow up, this lv lead presented with pacing impedance measurements above 2, 000 ohms in both the bipolar and reverse bipolar configurations. In addition, there was an increase in pacing thresholds and loss of left ventricular capture at the highest outputs. No adverse patient effects were reported. The configuration was changed to unipolar and both the impedance and threshold measurements were within normal range. Capture was also confirmed in this configuration. The physician elected to leave the lv lead implanted in this pacing configuration and will continue to monitor the patient with normal follow ups. No additional information is available and this lv lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.